Manufacturer narrative:
A field service engineer (fse) went to the customer site to evaluate the problem and found failure of the wash syringe sensor 2. The fse replaced the part and tested the analyzer multiple times without error. The analyzer was verified for operation and returned to use. The most probable cause of the reported problem is related to failure of the wash syringe sensor. The aia-2000 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error codes, and troubleshooting pertaining to the aia-2000 system. The aia-2000 operator's manual informs the user of the following: [4381] wash syringe 2 home detection failure. Cause: the home sensor failed to activate after the wash syringe 2 moved toward the home position. The measurement result will be flagged (wu flag). Solution: contact tosoh service center or local representatives. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support to report that during use of the aia-2000 analyzer they received an error code 4381 (wash syringe and home detection failure). The customer further reported that they began getting this error randomly last week but today it is constant. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of fsh, prl and lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.